Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had information not crossing over to the report. A technical support specialist (tss) accessed the station to review data synchronization logs and identified synchronized service application settings database access errors along with a change-tracking version mismatch that required manual recovery. Manual recovery was successfully performed using knowledge article title manual recovery required - datasyncinvaliduploadchangetrackingvalue, but the synchronized service application settings errors continued. Further investigation revealed that the synchronized server settings on the es server were blank. Knowledge article title medstation es - facility sync settings are blank was referenced, and the issue was escalated who executed a corrective script on the server, resolving the synchronization errors. The station was monitored, rebooted, and validated with the customer, who confirmed that inventory transactions were appearing correctly in reports. The issue was confirmed resolved, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pacu was not sending information to the server. Although active directory feeds appear to be intermittently transmitted, transaction activity can be viewed when reports were run locally at the station but was not visible when reports were generated from the server. As a result, refill reports were not printing because the server indicated that the machine was fully stocked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.